Event description:
The customer called to report a short battery life. It was stated that the customer had low bgs. The customer did not treat the low bgs. The customer started to be confused. During the conversation the customer was requested to treat the low bgs with a meal or sugar. The customer indicated having low bgs at this time of the year. The customer did not sound in control. The emergency medical staff was called and arrived to the customer's house to treat the bgs. The customer mentioned that the bgs were low earlier and they cannot remember. The customer also stated that the bgs were low because customer bolused for lunch, but they did not eat.